Event description:
Opened one pack of cfd-23102 and one of the ultratines broke. Opened a second pack and used one of the ultratines. After a successful insertion of two individual devices, the doctor decided a third device was necessary for the pt because there was still a noticable drop of the forehead medial to each implant (pt has a very thick and heavy scalp). When the doctor attempted to insert the last of the ultratines, it broke. Walter welsh (sales rep) was there and had a backup device with him. The doctor used this and completed the surgery.

Manufacturer narrative:
After a recent FDA inspection, microaire modified our MDR reporting criteria and have determined this should have been reported.